Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The abiomed contact reported that a patient on impella support was getting low flows. Imaging showed that the device was in proper position; despite that, the pump was still giving low flow alarms. There was no harm to the patient reported as a result of this incident. Patient demographics are unknown at this time.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed which confirmed low flow throughout the case but there were no indications of motor current spikes, placement signal trends, or positioning issues during the case run. The doctor was unable to achieve proper pump flow despite a good pump position and adequate fluid given. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.